Event description:
The device (part number cev134) was returned to mxi service and repair.

Manufacturer narrative:
The device (part number cev134) was evaluated and indicated that there was charring at the plug. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na. (B)(4).